Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open to issue medication. The technical support specialist (tss) found in windows logs that there was a cubex related event identification (ID) 0 at the time of the issue. The tss confirmed that the customer logged back on the cubex application and successfully issued the item and also confirmed that the issue was related to product incident (pi) 55845. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, user was unable to issue lorazepam 0.5 mg tablets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.